Manufacturer narrative:
E1 facility name: (B)(6). E1 facility address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rear caster of subject device was broken during service and maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report was sent in error. The damage caster would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.